Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history, and the analysis of the returned product were reviewed. Visual analysis of the returned device identified that the clip had been detached from the l-lock tabs, and was secured to the device with the lock and gripper lines intact. The reported mechanical issue/clip difficult to unlock could not be confirmed due to the condition of the returned device. The clip was returned open to approximately 30 degrees, and the l-lock tabs were found to be bent. While the arm positioner was returned in the fully closed position, the actuator coupler was not exposed from the delivery catheter (dc) radiopaque tip ring. Upon retracting the actuator coupler slightly by opening the arm positioner, the actuator coupler was able to be advanced beyond the l-lock tabs by closing the arm positioner. Following decontamination, the clip was removed from the device, and was manually opened. Upon opening and inverting the clip, a portion of the actuator coupler was identified attached to the threaded stud. From the cds device, the actuator coupler and mandrel were removed, and a 5 degree bend was noted on the mandrel. Length measurements of both parts of the actuator coupler confirmed that the entire length of actuator coupler had been recovered. It was noted that there was discoloration on the coupler. Additionally, the arm positioner was found to have been fully turned in the closed position. This likely caused the bend in the actuator mandrel due to prolonged tension on the device during packaging and transit for analysis. This does not appear to be related to the reported event. The clip was dismantled to remove the portion of the broken actuator coupler. Both ends of the actuator coupler were sent for scanning electron microscope (sem) analysis which concluded that the actuator coupler had been fractured due to a combination of tension and torsional forces experienced on the coupler. The tensile forces identified are consistent with a break associated with an applied pressure on the l-lock / coupler region. Sem analysis determined that the initial fracture of the coupler occurred due to tensile forces, and torsional forces caused the final break of the two coupler pieces. These torsional forces resulted in residual material lifting from the wall of the actuator coupler. Sem analysis confirmed that the observed discoloration was not contributory to the fracture. Potential causes for the mechanical jam /difficulty unlocking clip and reported break in the actuator coupler, resulting in the detachment of the clip, can include, but are not limited to, manufacturing anomalies, patient morphology, user technique, and procedural conditions. In regards to patient morphology, the device issue was identified prior to insertion of the clip into the clip introducer; therefore, patient morphology can be ruled out as a contributory cause to this incident. In regards to user technique / procedural conditions, it was reported that the physician performed all functional inspection steps per the mitraclip system instructions for use (IFU) properly and without issue. During loading of the clip into the clip introducer (ci), it was reported that the clip felt loose; closer inspection of the clip had found that the clip had become detached from the cds, and that the actuator coupler (mandible) appeared to be fractured. The clip was found to be functioning as expected prior to loading of the clip into the ci. This information suggests that user technique / procedural conditions may have been a contributing factor to the reported event in this case. Based on the reported information, while it cannot be definitively confirmed, it is possible that force was applied to the clip through handling following the functional inspection of the device, prior to ci loading. This force may have caused the l-lock tabs to bend and the actuator coupler to break, resulting in the detachment of the clip from the tip of the cds; however this cannot be definitively confirmed. Although the reported detachment of the clip appears to be a result of the broken actuator coupler, a definitive cause for the reported broken actuator coupler and bends in the l-lock tabs cannot be determined based on the information reviewed and the analysis of the returned device. Furthermore, the resistance noted while retracting the lock lever was most likely secondary to the clip being detached; as the resistance was noted after the issues with the clip, it is likely that the retraction of the lock lever resulted in the clip being pulled and coming in contact with the radiopaque tip ring. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of product quality deficiency.

Event description:
It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation with a grade of 4. There was no prolapse of the leaflets. The posterior medial leaflet (pml) was restricted. During preparation of the clip delivery system (cds 10258595/(B)(4)) the lock lever was unlocked for the first time, but some resistance was noted while withdrawing the lever to the unlock position. No abnormal force was used. Before the clip introducer was advanced over the fully closed clip, it was noted that the clip felt loose on the cds. Closer inspection of the device found that the clip had become detached from the cds, and the actuator coupler appeared fractured. It was confirmed that the clip was not manipulated at any point. The device was not used and there was no patient involvement. Another clip delivery system was used in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch filed, additional information confirmed that the device was used as intended: the m knob was returned to neutral after testing, tension was released and the steerable sleeve was not curved more than 90 degrees during preparation. While closing the clip arms, the arm positioner was fully turned in the close direction. No additional information was provided.